Manufacturer narrative:
The carefusion failure analysis lab received the main board and noted that the capacitor on location (B)(4) had become loose from the main board. The main board was installed in known good unit for testing. The unit powered up with a transducer fault alarm and autocycling, problem (B)(6). The loose capacitor was soldered back onto the main board and the reported failure continued. The problem was isolated to transducer pt802 p/n (B)(4) drifting out of calibration.

Manufacturer narrative:
(B)(4). The carefusion field service rep evaluated the device and determined that the reported issue was caused by a malfunctioning main board. The carefusion field service rep replaced, the main board kit and ran the device through a complete operational checkout, per the service manual, to ensure the device meets factory specs. Upon completion, the device was released back to the customer ready to be placed back into service.

Event description:
The customer reported that during setup and testing the vent was autocycling and would not stop. The vent was not on a pt.